Event description:
Two identical twins both of whom developed an infectious keratitis. Their refraction at that time was - 1.75 in the right eye, and -1.75 in the left eye. Their keratometry readings were 44.50/45.00 in the right eye and 44.50/45.00 in the left eye. They was fit with paragon crt lenses 8.0/525/34 in the right eye and 8.0/525/33 in the left eye in 03/2003, with hds material. The fit was modified in 4/2003 to an 8.1/200/31, in hds material. They were given a comprehensive eye examination in 3/04. The lenses were found to be clean but the left eye had a small crack near the laser marking and was replaced. Their vision was correctable to 20/25 in each eye, and there was no sign of corneal disturbance, ou. In august of 2004 I received an e-mail from pt's family member indicating that pt also developed an infection concurrently with their twin family member, while vacationing. Unlike their family member, pt's infection did not resolve with the initial drops (acyclovir ophthalmic solution) used by their eye physician.